Event description:
A reporter called to submit a report about her dexcom g7 continuous glucose monitoring device issues. She said the device reads her blood glucose inaccurately. She said after the device reading her blood glucose, when she checks it with finger stick, there is a 20 points difference. Sometimes the difference is more than 20 points. She also said she received a letter from dexcom that her device has been recalled.